Manufacturer narrative:
The device was received for evaluation. During evaluation, the reported problem of under infusion was not reproduced. A review of the event history log (ehl) revealed 2 infusions at recommended parameters. The infusions ran to completion without interruption and no abnormalities that could cause or contribute to the reported problem were observed. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump under infused during testing in the biomed service department . There was no patient involvement. No additional information is available.